Event description:
Pump was on a pt in ICU receiving dopamine at 23ml/hr. Nurse states pt was in the process of hanging a new bag when the screen went blank with alarm. Continuous red alarm led, pt's blood pressure was running 90's over 50's and then dropped to 70's over 40's while the pump was being removed and replaced. Pt recovered normal blood pressure after pump was changed.